Event description:
As reported by our edwards lifesciences affiliate in germany, a 23 mm sapien 3 valve became stenotic due to pannus formation, as diagnosed by echocardiography approximately five years after implantation. Echocardiographic findings included a valve orifice area of less than 0.4 cm2, a peak velocity (vmax) greater than 5 m/s, and a mean gradient exceeding 70 mmhg. The patient presented with symptoms of dyspnea and fatigue. A decision was made to predilate the valve and implant a second valve. During balloon inflation for pre-dilatation, it was observed that the balloon was not positioned within the valve but rather outside of it, in the space between the valve and native tissue. As a result, the balloon compressed the 23 mm sapien 3 valve. The physician successfully advanced a wire through the compressed valve, with correct positioning confirmed via multiple fluoroscopic angles and transesophageal echocardiography (tee). A 20 mm balloon was then used to restore the valve to its original shape. Subsequently, a 20 mm sapien 3 ultra valve was implanted successfully. The patient left the operating room in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for host tissue and interventional device interacts with pre-existing implantable device were unable to be confirmed since no applicable imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As reported, ''a 23 mm sapien 3 valve became restenotic due to pannus formation, as diagnosed by echocardiography approximately five years after implantation. Echocardiographic findings included a valve orifice area of less than 0.4 cm2, a peak velocity (vmax) greater than 5 m/s, and a mean gradient exceeding 70 mmhg. The patient presented with symptoms of dyspnea and fatigue. A decision was made to predilate the valve and implant a second valve. During balloon inflation for pre-dilatation, it was observed that the balloon was not positioned within the valve but rather outside of it, in the space between the valve and native tissue. As a result, the balloon compressed the 23 mm sapien 3 valve.'' Host-tissue, pannus refers to nonstructural dysfunction, characterized by a bioreaction in response to prosthetic valves, with the exact etiology not well understood. Multiple coexisting factors may be involved in pannus formation such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on the valve's performance hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the valve may interfere with device functionality due to restricted leaflet motion or narrowing of effective valve orifice, thereby contributing to elevated gradients. As such, due to limited information a definitive root cause was unable to be determined at this time. In this case, the pre-existing 23mm sapien 3 valve was compressed when inflating the valvuloplasty balloon catheter, which was incorrectly positioned outside the orifice area of the pre-existing 23mm sapien 3 valve. A suboptimal guidewire placement may contribute to the reported event. As such, available information suggests that user error (guidewire positioning) may have caused or contributed to the event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.